Event description:
According to a maude adverse event report, a buertrol solution set interlink system was found with a piece of plastic within the fluid chamber of the IV set. It was reported that the particulate matter was found after refilling from the initial fluid admintration. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The product code of the device involved in this incident is unknown; therefore, a 510k number cannot be provided. The customer reported a piece of plastic within the fluid chamber of a buertrol solution set interlink system. An evaluation of the complaint could not be performed as samples were not returned for evaluation and the lot number is unknown. No additional information could be obtained and samples were not made available for evaluation. As the sample is not available for evaluation, the customer reported condition could not be confirmed. If samples or additional information become available, the complaint will be re-opened and the additional information will be added to the complaint file. Additionally, no assignable root cause could be determined.